Event description:
Boston scientific received information that the patient with this pacemaker (pg) and right atrial (ra) lead underwent a routine pg pulse generator change out procedure. During the procedure, a set screw issue was encountered which resulted in damage to the terminal end of the atrial lead. The physician believed that the setscrew had been stripped. The device was subsequently explanted and the ra lead was capped. There were no adverse patient effects reported. The device is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.